Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid and distal anterior tibial (at) and distal posterior tibial (pt). A 1.50mm rotapro and a rotowire were selected for use. The rotapro was prepped and platformed at 180,000rpm. During the procedure, the burr rotation speed was between 178,000rpm to 180,000rpm. It was noted that the burr was stuck with the rotawire when it was back through the at in dynaglide mode. The rotapro and the rotawire were removed together as one unit in dynaglide mode and pulled through the sheath. The procedure was completed with a balloon device. There were no complications reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that the burr became stuck with the wire. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified mid and distal anterior tibial (at) and distal posterior tibial (pt). A 1.50mm rotapro and a rotowire were selected for use. The rotapro was prepped and platformed at 180,000rpm. During the procedure, the burr rotation speed was between 178,000rpm to 180,000rpm. It was noted that the burr was stuck with the rotawire when it was back through the at in dynaglide mode. The rotapro and the rotawire were removed together as one unit in dynaglide mode and pulled through the sheath. The procedure was completed with a balloon device. There were no complications reported and the patient was stable after the procedure.